Event description:
It was reported that the intra-aortic balloon (iab) was inserted at 11 am and removed at 1 am the following day. Blood was detected in the line and the iab pump (iabp) was contaminated from the blood as well (pneumatic assembly, interface block, water collection bottle). Several alarms were reported, but no identified by the users. It was reported that the pt was moving a lot during cardiac assistance with the iabp and as a result, the doctors had to block him. Notes: "possible fracture of internal lumen at iab bifurcation and "event possible due to pt movements before blocking and sedation."

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.